Event description:
Patient called lfs in 06/2003 alleging the ot ultra test strips were peeling. The patient reported no symptoms while trying to use test on the meter. The issue was not resolved with troubleshooting. The test strips have been replaced for the patient.